Event description:
The pt had an irregular rhythm and the physician attempted a cardioversion to get a regular rhythm. The first attempts at 250j didn't change the rhythm. The second attempt at 300 j using the sync caused the pt to go into fibrillation. The defib looked like it discharged close to the t wave. The pt returned to a normal rhythm within 30 secs.